Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a torturous anatomy with a diameter of approximately 5.5mm. During the procedure, a non-abbott introducer was used, but was having issues with trackability, so it was swapped out for the flexnav ds integrated sheath. At some point it was noted that there was a tear-like injury near the right femoral artery, thought to be due to the non-abbott introducer sheath. The injury site was managed surgically by sutures. The valve was then able to be implanted with no complications or adverse health consequences. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician stated that the adverse health consequence was not caused due to the ds. The patient is stable.

Manufacturer narrative:
An injury near the right femoral artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, the cause of the reported injury could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the injury was sutured. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a torturous anatomy with a diameter of approximately 5.5mm. During the procedure, a non-abbott introducer was used, but was having issues with trackability, so it was swapped out for the flexnav ds integrated sheath. At some point it was noted that there was a tear-like injury near the right femoral artery, thought to be due to the non-abbott introducer sheath. The injury site was managed surgically by sutures. The valve was then able to be implanted with no complications or adverse health consequences. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician stated that the adverse health consequence was not caused due to the ds. The patient is stable.